Manufacturer narrative:
The straight suction was returned to the manufacturer for analysis. Analysis found that the straight suction had difficulty verifying when attached to known good tracker returning a divot error of 1.7 mm to 2.1 mm. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess). It was reported that intra-operatively, the straight suction was having issues verifying and tracking with the flat panel emitter. All other instruments worked with no issue, and the suction did not have any problems during a previous case. The tracking difficulties occurred when the suction was stationary in the deeper sinuses as well as when it was outside the patient's anatomy. The site swapped instrument trackers with no resolution. It was reported that the patient tracker metal interference value was around 0.5. When the curved suction was brought in, the geometry error was around 2.0. When the straight suction was brought in, the error was 3.5-4.5. There was a reported delay to the procedure of less than one hour due to this issue. The surgeon was able to verify the instrument, but it tracked intermittently. The surgeon was able to use the straight suction for a while. There was no reported impact to patient outcome.